Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1: (city and zip code should be blank in the initial medwatch). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation. The event likely, occurred, due to physical stress caused by falling or hitting a hard surface/object. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited the acoustic lens peeled. There were no reports of patient involvement.